Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue - other and optical signal issue has been completed. The impella device was not returned for evaluation. Aic - purge issue - other: based on the data log no issues were observed with the console regarding the high purge pressure. No problem found with the console. Optical signal issue: based on the data log no problems were identified with the console in relation to the reported optical signal issue. No problem found with the console. The demise outcome is more related to the patient's condition given the history which includes but not limited to an ejection fraction of 20-25% and exacerbated heart failure. The patient was denied for orthotopic heart transplant showing signs of right ventricular dysfunction (rvd) and plans were noted for possibly cannulation for veno-arterial extracorporeal membrane oxygenation (va ECMO) for additional support while working up for left ventricular assist device (lvad). However, there is not enough evidence to rule out, dissociate the impella 5.5 from the patient's outcome. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. The patient became septic treated with antibiotic and it is unknown how, if any, the impella 5.5 pump played a role. Regarding the automated impella controller (aic), patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged or issue impacted the therapy. Aic device remained in service. B5 updated based on the additional information received regarding the patient outcome. The patient death has been captured in manufacturer device report 1220648-2025-29818 b5 updated based on the additional information received regarding the patient outcome.

Event description:
The patient presented with end-stage heart failure requiring inotropic support and admitted with volume overload, and severe lower extremity edema. Patient continued to decompensate and the impella 5.5 device was successfully placed for mechanical circulatory support during work up for a left ventricular assist device (lvad) or orthotopic heart transplantation (oht). Approximately five days after start of the support the patient experienced a nosebleed. Heparin was suspended. Mechanical circulatory support (mcs) continued, and heparin was restarted at one point. Heparin protocol changed for a higher therapeutic goal. The patient was denied for oht. Work up continued and the patient was optimized for a durable lvad. Following, nine days later, rhino rocket was replaced to help nostril oozing. Impella mcs continued. However, the patient became septic and was placed on antibiotics and more pressor requirements noted on day 20 of mcs. Support continued for the patient. Approximately 26 days later, placement signal not reliable (psnr) on console was received in addition to the automated impella controller (aic) alarmed low purge flow. The purge flow dropped below three when the patient moved. However, the flow returned to normal. There was no report or indication of aic-to-aic exchange. The issue self resolved and mcs continued. Approximately 14 days later the patient expired as care was withdrawn. Of note, there were no further updates noted during this 14-day period.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while supporting a patient implanted with an impella 5.5 the automated impella controller (aic) experienced low purge flow. No patient harm was reported and the patient remains on impella support.

Manufacturer narrative:
The medical safety officer reviewed the case and agreed with the assessment provided in 1220648-2025-30089-1.